Event description:
Rptr stated that user from facility reported that unit was overdelivering solution from source container on station 3. This was determined by comparing programmed and volume delivered displays. The unit was programmed to deliver 1.5 ml kcl and the volume delivered display read 1.68 ml, an error of 12%. The user said this was repeated once with same result. The user was advised not to use the unit, which was sent to the MFR for evaluation. No pt involvement.